Event description:
It was reported that the patient with this implantable pacemaker contacted boston scientific technical services (ts) regarding the sensation that the device header is separated from the pacemaker due to pressure on the collar bone. Ts requested the patient to contact the clinic to have the symptoms assessed. In addition, the patient mentioned to have gained weight, and ts discussed this could be a contributing factor to the discomfort, as well as the device having a slightly different shape than the previous device the patient had implanted. Further information was requested. Additional information provided indicates the patient was seen in-clinic and it was confirmed that the pacemaker is in one piece and nothing has detached. It is suspected that the patient might be feeling the suture sleeves. The device is functioning as expected and within normal limits. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker contacted boston scientific technical services (ts) regarding the sensation that the device header is separated from the pacemaker due to pressure on the collar bone. Ts requested the patient to contact the clinic to have the symptoms assessed. In addition, the patient mentioned to have gained weight, and ts discussed this could be a contributing factor to the discomfort, as well as the device having a slightly different shape than the previous device the patient had implanted. Further information was requested. The device remains in service. No additional adverse patient effects were reported.